Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: intraperitoneal. Inferior and posterior to the uterus') in a (B)(6) female patient who had essure (batch no. C76446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included idiopathic intracranial hypertension, endometriosis and hyperthyroidism. Concomitant products included anastrozole (arimidex), ascorbic acid from 2014 to 2015, cetirizine hydrochloride (zyrtec r) since 2018, colecalciferol (cholecalciferol) since 2017, gabapentin since 2017, intrauterine contraceptive device (iud nos) from (B)(6) 2015 to (B)(6) 2016, magnesium gluconate (magonate) since 2017, meloxicam (mobic) since 2018, riboflavin since 2017, tizanidine hydrochloride (zanaflex) and ubidecarenone (coenzyme) since 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), 5 months 25 days after insertion of essure. In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("right lower quadrant pain"), pelvic pain ("right pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea") and scar ("extensive scar tissue"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, pelvic pain, dyspareunia, headache, migraine, nausea, alopecia and scar outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dyspareunia, headache, migraine, nausea, pelvic pain and scar to be related to essure. The reporter commented: that the right essure device was in the intra-peritoneal cavity and the only way to remove the device was through a hysterectomy, which would be dangerous for me due to my history of multiple abdominal surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: intraperitoneal. Inferior and posterior to the uterus') in a 38-year-old female patient who had essure (batch no. C76446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included idiopathic intracranial hypertension, endometriosis and hyperthyroidism. Concomitant products included anastrozole (arimidex), ascorbic acid from 2014 to 2015, cetirizine hydrochloride (zyrtec r) since 2018, colecalciferol (cholecalciferol) since 2017, gabapentin since 2017, intrauterine contraceptive device (iud nos) from (B)(6) 2015 to (B)(6) 2016, magnesium gluconate (magonate) since 2017, meloxicam (mobic) since 2018, riboflavin since 2017, tizanidine hydrochloride (zanaflex) and ubidecarenone (coenzyme) since 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), 5 months 25 days after insertion of essure. In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("right lower quadrant pain"), pelvic pain ("right pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea") and scar ("extensive scar tissue"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, pelvic pain, dyspareunia, headache, migraine, nausea, alopecia and scar outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dyspareunia, headache, migraine, nausea, pelvic pain and scar to be related to essure. The reporter commented: that the right essure device was in the intra-peritoneal cavity and the only way to remove the device was through a hysterectomy, which would be dangerous for me due to my history of multiple abdominal surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. New event extensive scar tissue was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: intraperitoneal. Inferior and posterior to the uterus') in a (B)(6) year-old female patient who had essure (batch no. C76446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included idiopathic intracranial hypertension, endometriosis and hyperthyroidism. Concomitant products included acetazolamide sodium (diamox campus) from 2017 to 2018, anastrozole (arimidex), ascorbic acid from 2014 to 2015, cetirizine hydrochloride (zyrtec r) since 2018, cholecalciferol (cholecalciferol) since 2017, gabapentin since 2017, intrauterine contraceptive device (iud nos) from (B)(6) 2015 to (B)(6) 2016, magnesium gluconate (magonate) since 2017, meloxicam (mobic) since 2018, riboflavin since 2017, tizanidine hydrochloride (zanaflex) and ubidecarenone (coenzyme) since 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), 5 months 25 days after insertion of essure. In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("right lower quadrant pain"), pelvic pain ("right pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("migraines / headaches"), migraine ("migraines / headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, pelvic pain, dyspareunia, headache, migraine, nausea and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dyspareunia, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: that the right essure device was in the intra-peritoneal cavity and the only way to remove the device was through a hysterectomy, which would be dangerous for me due to my history of multiple abdominal surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet received. Case became valid & incident. Event injury replaced with device dislocation. Events - migraines / headaches, nausea, dyspareunia, hair loss, abdominal pain lower & pelvic pain were added. Lot number, historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: intraperitoneal. Inferior and posterior to the uterus') in a 38-year-old female patient who had essure (batch no. C76446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included idiopathic intracranial hypertension, endometriosis and hyperthyroidism. Concomitant products included acetazolamide sodium (diamox campus) from 2017 to 2018, anastrozole (arimidex), ascorbic acid from 2014 to 2015, cetirizine hydrochloride (zyrtec r) since 2018, cholecalciferol (cholecalciferol) since 2017, gabapentin since 2017, intrauterine contraceptive device (iud nos) from (B)(6) 2015 to (B)(6) 2016, magnesium gluconate (magonate) since 2017, meloxicam (mobic) since 2018, riboflavin since 2017, tizanidine hydrochloride (zanaflex) and ubidecarenone (coenzyme) since 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), 5 months 25 days after insertion of essure. In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("right lower quadrant pain"), pelvic pain ("right pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("migraines / headaches"), migraine ("migraines / headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, pelvic pain, dyspareunia, headache, migraine, nausea and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dyspareunia, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: that the right essure device was in the intra-peritoneal cavity and the only way to remove the device was through a hysterectomy, which would be dangerous for me due to my history of multiple abdominal surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.